Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported sensor calibration issues and sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provide with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that they was hospitalized on (B)(6) 2019. The customer had symptoms such as hypothermia.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the device . Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window. (B)(4).